Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the jaws would not open on the thoracic grasper instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Failure analysis investigation did a manual rotation of the input wheels and found that the instrument was fully functional, without grip issues. Failure analysis also found black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .025 x .019 piece missing roughly 1.169 above the snake wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, main tube gouges found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.